Manufacturer narrative:
Device returned and analysis found no anomalies. No further destructive analysis was needed. Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the infection was resolved. The patient's weight was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 2020-10-26, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. The pump and complete catheter were explanted on (B)(6) 2018. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being an infection. A new pump and catheter were implanted on (B)(6) 2019. The issue was indicated as having been resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. The pump and catheter indicated as having been discarded by the healthcare provider; however, the devices were previously returned to the manufacturer. The pump was noted as having administered gablofen with concentration 500 mcg/ml at a dose rate of 100 mcg/day. Other medications (oral, etc.) That the patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was indicated as having been requested but would not be made available. It was noted that the healthcare provider had no further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500.0 mcg/ml gablofen at 80.04 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump was explanted due to a pump infection. No further issues were reported or anticipated.